Event description:
It was reported that during implant, the right ventricular (rv) lead was exhibiting intermittent oversensing post pocket closure. Oversensing could not be reproduced with pocket manipulation. The pocket was reopened and a solid connection was confirmed between the lead and the implantable cardioverter defibrillator (ICD). The lead was explanted and replaced with a new rv lead. It was further noted that the explanted lead may have been cut by the scalpel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and the outer insulation was cut. It was also noted that there was blood on the overlay tubing, the helix was bent, and the lead was damaged at implant. (B)(4).